Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; during a laparoscopic gastric bypass procedure, the catheter of the product was inserted correctly through the mouth of the patient, and then when it came out of the incision of the stomach the anvil was not on the product. The gastrologists found it, in the esophagus, before the diaphragm via gastroscopy. The patient was not injured or jeopardized. The surgery was extended by more than 30 minutes; however there was no consequence to the patient due to this extension. The blood loss was not more than 500 cc. The staple line was confirmed to be fully fired and complete. The patient is reported to being doing fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The anvil was observed to be tilted and separated from the tubing. The device was subjected to a measured anvil retention test with an acceptable result. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions may occur if the instrument is subjected to excessive tension. Therefore, no enhancements or improvements were generated for the reported conditions. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.